Event description:
The event involved a ext set, smallbore with clave¿ where it was reported that the device doesn't onnect tightly; the tubing pops off.the event occurred during infusion. There was no concomitant drug with no concomitant device involved. There was no bleedback, no chemo, no biohazard and unknown user facility medwatch. Device was not reprocessed/resterilized . There was patient involvement, no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
Initial reporter phone- (B)(6). The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received two used 011-c3302 ext sets smallbore with clave for inspection. No defects or anomalies noted. The connection of the male luer to an ICU medical provided female luer was functionally tested and found to have met performance expectations. The male luers were measured and found to be iso compliant. An ICU medical-provided male luer was used to connect to each of the microclaves. The connection was secure. The reported complaint could not be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.